Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) display showed the error message "frame grabber rate to low" sporadically during 3d scans. The system would then go into stand alone mode. No patient present.